Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. Visual inspection found that the actual sample was separated at the base where the glue was applied. The fractured segment of the needle was bent 5mm from the tip of the needle. Microscopic inspection found that the fractured segment of the needle was extended. Retention samples were dimensionally and functionally tested and all samples were confirmed to meet manufacturer specification. A review of the device history record and inspection record was conducted with no relevant findings. There is no evidence that this event was related to a device defect or malfunction. Based on the provided event description, it is likely that the needle tubing was fractured due to bending of the needle at 20 degrees, and then some force added to the needle when it was used. However, from the available information the definitive cause of this complaint cannot be determined. The potential for such an event is addressed in the instructions-for-use (IFU) with statements such as the following: "do not bend the needle prior to use, as breakage and possible patient injury may result". Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance for tracking, trending, and follow up.

Event description:
The user facility reported a needle break when using the dn-3116kl device. Follow up communication with the user facility reported: when the dentist gave a shot of anesthesia into the patient's mouth, he bent the needle at 20 degrees; after performing puncture, the dentist placed the syringe with needle on the bracket table; the dentist noticed that the syringe did not have its needle; the dentist checked the patient's mouth to find the needle; the needle was found remained stuck in the patient's mouth; it was reported that the needle was removed from the patient's mouth; and the patient was "fine".